Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer was treated with food and ate four peanut butter crackers for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event and high blood glucose events. The customer reported that the drive support cap was normal. The customer declined troubleshooting. The insulin pump will not be returned for analysis.